Manufacturer narrative:
This lead is not expected for return and analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged two days post-implant after exhibiting loss of capture. An x-ray was obtained confirming the suspected dislodgement. A revision procedure was subsequently performed wherein the physician attempted to reposition the rv lead but was unable. The lead was extracted at which time tissue was noted in the helix. The procedure was then completed by implanting a new rv lead. No adverse patient effects were reported.